Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.¿

Manufacturer narrative:
Follow-up #1: date of submission: 11/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: during investigation, the auditory alarm functioned properly. The pump was opened to find no intermittent conditions to the piezo. The intermittent sound complaint was unable to be duplicated during investigation.